Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure of the internal carotid, the solitaire fr2 separated from the pushwire. The device was successfully retrieved with a solitaire platinum. No patient injury occurred. A cello 9 fr was delivered to the origin of internal carotid (ic). A solitaire platinum 6 -40 was delivered via a marksman and one pass was made. Follow up run confirmed that the ic was revascularized but the m1 occlusion was still present. A penumbra ace was delivered to the ic-top ,then a marksman and solitairefr2 (sfr2) were delivered to the m1. There was temporary re-opening of the vessel and the sfr2 was retrieved. The articulating of the ic-top was about 90 °. However, the vessel did not remain pertinent. The penumbra ace was again delivered to the ic-top. The marksman and sfr2 were delivered into the m1. Blood flow was restored while the stent was deployed. At this time, the sfr2 stent was retrieved into the ic-top. About 3cm of the pushwire (with visibility) started to enter the penumbra ace, however, the stent didn't come with it. There was no resistance at that time. Since only the pushwire was retrieved, 3 cm of distal flexible portion visible in pushwire was inside the tip of penumbra ace, stent portion was inside ic-top ~ m1 peripheral blood vessel. The penumbra did cover the proximal marker of solitaire 2. The anatomy and the blood flow were normal. The usual procedure was to collect ace + solitaire as a set at the point where solitaire stent damaged the tip of penumbra ace. It was decided to retrieve the sfr2 stent with the aid of a rebar and chikai 14 wire. The previously used solitaire platinum was delivered through the rebar into the sfr2 stent. Once the device was intertwined the solitaire platinum was partially re-sheathed with the rebar. The devices were then withdrawn (penumbra ace + rebar + platinum6*40 + solitaire4*20). The follow up run showed completely revascularization of the treating vessel. No adverse events occurred to the patient, and the procedure could be completed successfully.

Manufacturer narrative:
The solitaire 2 revascularization device was returned for analysis. The solitaire 2 revascularization device was returned separated into two segments. The solitaire 2 revascularization device was decontaminated. The solitaire 2 pushwire shrink tubing was found to be damaged (bunching) near the distal end. The solitaire 2 pushwire was found to be separated near the distal end. The solitaire 2 pushwire was found to be bent at the distal. No bends or kinks were found with the solitaire 2 marker coil; however, marker coil was found to be pulled back from the attachment zone. Upon visual inspection, no damages or irregularities were found with the solitaire 2 attachment zone. The solitaire 2 stent non-working (tear drop) and working length struts were in good condition. However, one stent finger marker was found to be bent. The solitaire platinum pushwire could not be used for testing due to its damaged condition. No other anomalies were observed. The outer shrink tubing was removed and the solitaire 2 pushwire proximal separated end was cut and sent out for scanning electron microscopy (sem) analysis. The solitaire platinum revascularization device will be retained. Based on the device analysis and reported information, the report of ¿separation¿ was confirmed. Product labeling was reviewed and provides several contraindications, complications, warnings, and instructions for the use and handling of the device to prevent damage and separation. Based on the formal investigation conducted, device separation can occur due to anatomical considerations such as level of tortuosity or variants of anatomy at the aortic arch or neurovascular, delivery and retrieval friction, resistance where the forces applied to the binding of the solitaire device may be greater, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with over bending during the retraction process, alignment of the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. Per the sem analysis report, the wire failed via tensile overload. If information is provided in the future, a supplemental report will be issued.